Event description:
The report stated that during a radio frequency pain management procedure, the generator was set for 70 degrees for 60 seconds but the generator would not reach temperature. The pt was under mild sedation and the needle had been inserted up into the trigeminal nerve, and repeated attempts to activate it failed. They had to withdraw the needle, send the pt to the pacu and reschedule procedure.

Manufacturer narrative:
The generator has been returned and is currently being evaluated. When the investigation is done, a follow-up report will be sent.